Event description:
The customer reported a frozen display and unresponsive buttons. Troubleshooting was performed, but the screen remained frozen. The customer declined getting the insulin pump replaced as he had a back up insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently. It is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We. Therefore. Consider this report complete to the best of our knowledge.